Event description:
It was reported to medtronic minimed that the customer reported crack in the pump on the battery housing towards the clip. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1886 was requested and the device was returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test and unable download file history due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rail, serial label number missing. Unable to test and download file history due to flashing medtronic logo. Flashing medtronic logo due to moisture damaged electronic assembly and cracked case corner of belt clip rail confirmed. Broken belt clip rai not confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.